Event description:
It was reported that one hour after going to sleep at home, the patient was found to have expired. Paramedics attempted CPR, but the patient was pronounced deceased. Interrogation of the device revealed a message that the device was in bvvi mode and that there was a possible high voltage lead issue. Review of the device image revealed that an ocd occurred and the device failed to deliver therapies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.